Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence and that drops of insulin were not observed to be exiting the tubing. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 120-130 mg/dl.